Event description:
The customer states that an architect i2000sr analyzer generated erratic results because the customer accidentally used trigger solution instead of concentrated wash buffer to prepare the wash buffer. The customer reports that the wash buffer was prepared by the night shift working in 2009. The improperly prepared wash buffer was not discovered until the morning of the next day. The customer states that 15 patient samples had been analyzed with the troponin assay. All 15 samples initially had negative results. Three out of the 15 patient samples that had initially negative troponin results were found to have clinically different results when they were reanalyzed (individual patient data matched to specific patients was not provided). One patient sample originally had a negative troponin result, was discharged from the hospital, and when the sample was reanalyzed, it was determined that the patient had suffered a myocardial infarction. Additional information for this patient, including patient specific test results, patient management and patient outcomes were requested but has not been forthcoming at this time. Additionally, the customer states that 80 routine patient samples yielded discrepant results for the following various assays: tsh, ferritin, folate, free-t3, free-t4, and b12 (no specific data provided). After the customer discovered that the wash buffer had been improperly prepared, all samples were reanalyzed. The customer indicates that the additional 80 routine samples that were reanalyzed had corrected reports issued with no reported adverse impact to these patients. Since this issue occurred, the customer now stores the wash buffer concentrate and trigger solution in separate locations.

Manufacturer narrative:
Wash buffer. Trigger solution. Investigation summary: a review of the complaint history for architect isystem was performed over the time period 2009. No additional complaints of this nature have been documented against architect since the wash buffer that was improperly prepared with trigger solution was replaced. The event represented is addressed in the device labeling. The abbott architect system operations manual provides the following information related to addressing the customer issue: section 7 operational precautions and limitations limitations of result interpretation assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, information available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and architect system technology limitations. Troubleshooting and diagnostics lists the probable causes and corrective actions for erratic results, poor precision - photometric results (c system). A probable cause listed is trigger solution was used instead of concentrated wash buffer. The associated corrective actions are also listed. Section 5 operating instructions contains the instructions for the operator to prepare wash buffer (I system). Section 1 use or function states that concentrated wash buffer is a solution containing phosphate buffered saline. Wash buffer is used throughout assay processing and is pumped to the sample and reagent pipetting assemblies and the two wash zones. A reservoir is kept on board the system in the supply and waste center and can be replenished while the system is running. Concentrated wash buffer is supplied in a 1 l bottle that must be diluted prior to use or in a 10 l container for use with the architect arm (automatic reconstitution module) accessory. Section 1 use or function states that trigger solution is a sodium hydroxide solution used to produce the chemiluminescent reaction that provides the final read. The trigger bottle is natural. Section 1 use or function also contains photographs of both the wash buffer concentrate and trigger solution bottles. A malfunction of the system was not identified. The discrepant results were due to the operator preparing the wash buffer with trigger solution instead of wash buffer concentrate. No additional complaints of this nature have been documented against architect since the wash buffer that was improperly prepared with trigger solution was replaced. No adverse trends were identified related to the issue. No product deficiency was identified. User error contributed to the event. This is the final report.